Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks as a result of oversensing noise signals. During troubleshooting measures, the noise was recreated with patient movement. It was determined that the patient movement led to the inappropriate shock. Subsequently, the device system was explanted. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks as a result of oversensing noise signals. During troubleshooting measures, the noise was recreated with patient movement. It was determined that the patient movement led to the inappropriate shock. Subsequently, the device system was explanted. No adverse patient effects were reported.